Event description:
It was reported that this device exhibited a code 1007, indicative of charge time exceeding limitations. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted that the case was slightly anodized which indicates a lot of high voltage charging. The seal plugs were intact and the set screws operate normally. Interrogation determined that the battery status was end of life (eol) with a battery voltage of 2.817 volts. The cumulative charge time over the life of the device was 34 minutes and 16 seconds. A review of the device memory confirmed a charge time exceeded. The device passed longevity calculations. Analysis confirmed that the device met specification and the charge time exceeding limitations was due to normal battery depletion. There is no evidence of device malfunction.

Event description:
It was reported that this device exhibited a code 1007, indicative of charge time exceeding limitations. The device was explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.

Event description:
It was reported that that this device exhibited a code 1007, indicative of charge time exceeding limitations. The device is pending explant to resolve the event. At this time, the device remains implanted and no adverse patient consequences were reported.